Event description:
It was reported that the programmer had noisy electrocardiograms (EKG's) and slow boot-up times during initialization. It was further noted that it would not save to disk. The programmer was returned for analysis and service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the noisy electrocardiograms (ECG), however found cold solder joints at the ECG connector on the link electronic module (lem) circuit board. It was also noted that the boot time was slow, after trying to use the disk drive it took longer, and the programmer would not save or read from disk. (B)(4).